Event description:
The patient had no sound at all since 2006. There has been a problem with stimulation as the patient's hearing impressions took place only with high durations and mcl's. Testing confirmed that the device has malfuntioned.